Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a (B)(6) male patient whose right knee became swollen/left knee experienced severe swelling/knee are in worse shape, right knee was drained/drained 120 cc fluid out of knee, unable to work out/affecting his day to day life/barely put on his clothes and continued to experience knee pain/he is still only 50% of what he was before (subtherapeutic response) after receiving treatment with synvisc one. The patient had medical history of multiple knee surgeries. Past drugs included hyaluronate sodium (hyalgan) every six months (12 injections in past) with no complications. Concomitant medications or concurrent conditions were not reported. On (B)(6)-2015, the patient received treatment with synvisc one injection at a dose of 6 ml once in both knees (lot number and expiry date: not reported) for knee pain. It was reported that the patient switched to synvisc one form hyaluronate sodium because the patient's current physician used synvisc one. The patient had a bad reaction to synvisc one. On an unknown date in (B)(6) 2015, the patient's left knee experienced severe swelling requiring crutches. On (B)(6) 2015, the swelling in the patient's left knee began to subside. The same day, the patient's right knee became swollen and the patient had to use a wheel chair. The patient's right knee was drained out with 120cc fluid and he received a steroid injection in his right knee on (B)(6) 2015. It was reported that the patient was an avid work out enthusiast whose knees were in worse shape after receiving synvisc one. The patient was using anti-inflammatory medication for his knees and using a muscle stimulator to prevent quadriceps atrophy while he was unable to work out at his best. The patient continued to experience knee pain. The patient that he was still only 50% of what he was before. He further stated that he had post-surgery swelling and was in a wheelchair. He read that 45 of people got swelling for up to 3 weeks. As per the patient, it was affecting his day to day life. He could barely put on his clothes. He had to cancel a ski trip because of this. Corrective treatment: steroid injection, antiinflammatory medical and wheel chair for right knee became swollen/left knee experienced severe swelling/knee are in worse shape. No reported for right knee was drained/drained 120cc fluid out of knee and unable to work out/affecting his day to day life/barely put on his clothes. Outcome: not recovered for right knee became swollen/left knee experienced severe swelling/knees are in worse shape, right knee was drained/drained 120cc fluid out of knee and unable to work out/affecting his day to day life. Barely put on clothes. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for right knee became swollen/left knee experienced severe swelling/knees are in worse shape.